Event description:
Pt received an endeavor rx drug-eluting stent. Pt is reported to have undergone a re-pci post stent implant. Approximately 1 month post index procedure, pt death is reported to have occurred. Cause of death is reported as unk.

Manufacturer narrative:
(B) (4). Evaluation results: death, revascularization.